Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 4 previously reported events are included in this follow-up record. Product return status: 1 device was received. 3 device investigation types have not yet been determined. Event confirmation status: the reported event of heat was confirmed. The reported event of missing paint chips was not confirmed. Evaluation results: 1 device was found to be affected by detached components.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 events were previously reported during the reporting period; however, - 3 previously reported events in this report should have been included under MFR report # 0001811755-2020-00165. - 1 previously reported event is included in this follow-up record. Product return status 1 device was received.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated and had paint chips missing. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 4 events had no patient involvement; no patient impact.